Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by the medtronic indicated that the insulin pump had critical pump error. It was reported that the customer received the open book image on the screen. Customer stated that the insulin pump was beeping and then shut off. Customer reported that they received open book error image. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Critical pump error (open book image) alarm not confirmed. Inspected for solder connection issue fa fy2020-09, result: solder present at power connection. (B)(4).